Event description:
Patient reported to the clinic for d/c 5fu disposable home pump after 5fu infusion for 46 hours. Case of pancreatic cancer receiving chemotherapy in the clinic as well as at home. Patient did not receive complete medication. Home pump returned to the pharmacy. Upon weighing the pump by pharmacist, patient received 115 ml out of 200 ml. Per investigation frequent incident happened with this pump. FDA safety report ID # (B)(4).